Event description:
Drive medical received a medwatch letter in regards to an incident, involving a bariatric bed, a product imported and distributed by drive medical. The facility aide was providing personal care to the patient when the patient rolled off of the bed and onto the floor. She sustained a large hematoma to the forehead as well as other serious injuries. She was hospitalized for 5 days. Per facility policy, side rails were not installed at the time of incident. Bolsters were removed 4 days prior to the incident. This information is based on the information that was provided in the medwatch letter.